Event description:
As reported in 2008, this patient presented with a contained rupture of the thoracic aorta and was implanted with gore tag thoracic endoprostheses. The devices obtained good seal and a very late blush into the aneurysm sac was observed. This blush or unspecified endoleak was attributed to collateral flow from the left subclavian artery. All the devices were re-ballooned but the endoleak persisted. On two days later, the unspecified endoleak persisted and the pt underwent a reintervention in which the left subclavian artery was coil-embolized. During this procedure the pt experienced a stroke and expired. The cause of death was cardio-pulmonary arrest associated with stroke.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt tg3110/lot# 04808151 and tg4010/lot# 04708418.